Event description:
It was reported to boston scientific corporation that a flexima biliary stent was to be implanted in the bile duct to treat bile duct stones during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2024. During the procedure, the inner guide catheter was fractured and was difficult to push out. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable. Note: a photo provided by the complainant showed that the guide catheter was kinked.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break.